Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the moderately calcified right common femoral artery was attempted with a prostyle device using the pre-close technique via an 8.5f sheath hole prior to an interventional cardiac ablation procedure. Reportedly, the device was successfully flushed with saline prior to the procedure; however, when the device was used in the patient, there was no back-flow observed from the marker lumen. The device was removed from the anatomy and the pre-close technique was abandoned. The sheath was upsized to a 12f sheath and the ablation procedure was completed. Hemostasis was ultimately achieved using manual arterial compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.